Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On 03/18/2026, it was reported that dr. (B)(6) returned a silent nite device for remake. Additional information received reported that the anchor broke off of the left side. There is no record of patient injury or required intervention for the 60 year old, female patient. The date the event occurred was not recorded, and it is unknown when the patient stopped using the device or if the event occurred while the patient was sleeping.